Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the customer was unable to use the sureform 45 curved-tip stapler instrument. The customer used a backup sureform 45 curved-tip stapler instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the white reload was involved with the reported event. The target tissue was pulmonary vein. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The event did not involve a failure to fire or partial fire. The event did not involve tissue being pushed forward/dragged during the firing process. The event did not involve unexpected staples deployment of the reload. There were no malformed/unformed staples. The reload blade was not exposed. There were no missing staples from the staple line. There were no holes/gaps within the staple line. The reload was not stuck to the tissue. There was no unexpected bleeding or unplanned tissue removal. The white reload will not be returned. The event involved the stapler jaws opening/releasing during the firing sequence.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 curved-tip stapler instrument was analyzed and found to fail engagement when placed on the in-house system on three out of three attempts. A review of the logs reported error code 22020 "installed sureform 45 curved-tip failed to engage on usm 4 (wrist pitch axis failed to engage)." A review of the sureform 45 curved-tip stapler instrument log associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs showed the sureform 45 curved-tip stapler instrument (part# 480545-04, lot# t10221214¿0302) was installed on the system 14 times and fired four reloads (three white, followed by one blue). On the first install, a white reload was loaded; however, no clamping or firing was attempted. On the second install, the user was prompted to manually select the reload color due to not firing on the previous install. The white reload was selected via the graphical user interface (gui) on the surgeon side console (ssc) touchpad, and the firing was completed with no pauses for compression. On third and fourth installs, the firings were also completed with no pauses for compression. On the fifth and seventh installs, a blue reload was loaded, and the stapler engaged and initialized successfully in each case; however, no clamping or firing was attempted on either install. On the sixth install, firing was completed with no pauses for compression. On the next six installs, the stapler failed to engage with the system. Master system controller (msc) logs showed six instances of error code 22020 indicating that the wrist pitch axis failed to engage in each case. There were no additional stapler related errors in the msc logs. In addition, the customer provided images of the instrument housing with no obvious damage. The root cause of the failure mode cannot be confirmed without the returned device.